Event description:
It was reported when the device was used during a laparoscopic gastric bypass it fired an incomplete staple line. The case was completed with another device. There was no pt consequence.